Event description:
The phototherpay light was placed 18" from the patient per the instructions. Patient was on his abdomen for an hour and then placed on his back for twenty minutes. Pt received reddening on his abdomen, was treated with burn ointment and is fine. The pt is stated as having a unique characteristic, which is skin sensitivity. It is unknown what instructions the hospital used. The manufacturer does not state a minimum distance in the manual.